Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the ps3 power supply. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the c-arm on the 9900 system would not lower during a case. The case was completed with another system. There was no report of patient injury.